Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading low 50 mg/dl and the insulin pump was going into threshold suspend but her blood glucose was 138 mg/dl. Customer was advised about the recommended insertion and calibration process.